Event description:
Additional information received from a healthcare provider (hcp) on (B)(6)2016 reported that the revision of the spinal cord stimulation (scs) battery was done on (B)(6) 2016.

Event description:
Information received from the patient reported that they had difficulty recharging and maintaining the antenna over the implantable neurostimulator (ins). Recharging best practices were reviewed with the patient but a poor coupling screen when a recharging session was attempted. Repositioning the antenna did not resolve the issue. The patient stated that their programmer was working "ok" but when they tried to recharge the day prior to report "it was giving me all this weird information". They noted that since they got the replacement ins, they had trouble getting coupling boxes "and sometimes when I do get them they will go away". The patient got 0 coupling boxes filled in but later they got 8 coupling boxes filled. Also, the patient noted that the ins "seems like its turned sideways it sticks out" since implant. No symptoms were reported associated with the issue. Follow up information received from the healthcare professional (hcp) on (B)(6) 2016 reported that the patient was examined by the doctor. The patient was scheduled for an ins battery revision/repositioning procedure on (B)(6) 2016. The indication for use for the implanted device was noted spinal pain.

Event description:
Additional information received from the consumer reported the charger wasn¿t working and the device was moving within them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the device ¿started pushing out¿ of her body about a month or two after being implanted, and it looked like a nose sticking out. The health care provider went back in and tied the device down. The medical assistant told the patient that she thinks that the health care provider tied the device to a muscle. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's device was sticking out of their stomach as the patient has lost 15 pounds. The patient stated that it is in their belly and it is hard to turn. The patient was afraid trying to program or recharging would be hard if it was in their back. The patient went to the healthcare provider (hcp) office on (B)(6) to have programming as it was still not helping the pain. A manufacturer's representative (rep) was recommended to them, but they have not met with them yet. The patient is trying to schedule a meeting with the rep or their old hcp. No further complications were reported or anticipated.

Manufacturer narrative:
Contains all currently applicable codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient states having new implant was (B)(6) 2016. Patient states it started poking out really bad. Patient states they were scheduled to have it tied down but it still poked out more than the other implant. Patient states at least it charged up right away. After surgery it was hard to find the device but then the patient found it and has not had any issues recharging. Patient states the implant previously helped so much and they did not want this implant to go dead. They were not able to use the same programs. They used one program out of four because if gave less stimulation in their thigh. Patient stated that they did not have pain in the thigh. Their pain was in their lower back. No further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.